Event description:
Pt was being monitored by a telemetry monitoring system. Pt's heartrate dropped to bardycardia and subsequently to asystole. The monitoring system provided an alarm tone, but the tone was practically inaudible. Pt was resuscitated.

Event description:
Add'l info rec'd from MFR 7/3/02: MFR received letter dated 5/21/02 regarding the aforementioned voluntary report submitted on 5/7/02. The report referenced the "philips viridia monitoring system, telemetric, model m3150." The issue identified in the report was "pt being monitored by a telemetry monitoring system and the pt's heart rate dropped to bradycardia and subsequently asystole. The monitoring system provided an alarm tone, but the tone was practically inaudible. The pt was resuscitated." MFR is addressing each of the questions in request by number. 1. Model number: m3150a philips information center. 2. On 5/20/02, philips medical systems was notified that the m3150a was in use when a pt being monitored through telemetry became bradycardic and subsequently asystolic. The user reported that the monitoring system provided a visual indication and an alarm tone, but the tone was practically inaudible. The pt needed to be resuscitated. A non-standard audio alarm set-up was in use: a speaker (co could not determine whether the standard specified speaker was used) was connected to the information center by an extended 20-foot cable, can degrade or diminish the alarm tone. 3. Inability of hosp staff to hear an alarm tone for a m3150a installed per philips labeling can be caused by a low alarm volume setting, physical obstructions, or a noisy environment, among other factors. However, in this case, the non-standard audio alarm set-up resulted in a low alarm tone volume, even though the volume on the info ctr was set to the maximum. The user did not rely on the visual alarm indications on the info ctr in this case. 4. Na. 5. 5/21/02. 6. MFR is still investigating the current installation at this hosp.